Event description:
Adverse event: "fiber in the eye" (foreign body, removal of). Product problem: "fibers from the pak" (foreign material present in device). The surgeon reported fibers (blue) remained in the eye at the post-op exam. The pt required a second procedure to remove the fibers. The surgeon stated the fibers were present during the procedure and he thinks they are coming from the blue towels within the pak. Add'l follow-up info has been requested.

Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The surgeon stated that the issue may be related to the blue towels and per the complaint description has asked to revise the pak to use synthetic towels. The pak was revised to remove the blue towels and add synthetic towels. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).